Manufacturer narrative:
It was reported that the cardiohelp does not measure venous pressure, pven. The failure occurred during preparation, and not connected to patient. No harm to any person has been reported. As a pressure reading failure could lead to a pump stop, if the intervention is set by the user, a report is required. A getinge technician was sent for investigation on (B)(6) 2026. The failure could not be replicated, and no parts were replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. As the failure could not be replicated by the technician, no exact root cause could be determined. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong pressure information e.g.: disturbed (emi) pressure sensor. Response time is too long. Positive or negative pressure beyond specification (release of tubes). Too high/low atmospheric pressure. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2026-02-09 for the period of 2020-10-26 to 2026-02-02. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-10-26. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "pven not measures" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the cardiohelp does not measure venous pressure, pven. The failure occurred during preparation, and not connected to patient. No harm to any person has been reported. As a pressure reading failure could lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID: (B)(4).